Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 serial#:(B)(4) model description: linear st lead with preloaded enhanced stylet - 50 cm additional information was received that the lead was not in a knot. It was a small nodule causing discomfort. The physician opened the would and did not notice a knot. The tissue around the lead anchor was normal. No abnormalities were observed so the physician re-closed the wound. The physician is uncertain of the reason for the presence of the nodule.

Event description:
A report was received that the patient would undergo a revision due to difficulties charging and a knot near the lead anchor. The patient was experiencing pain after attempting to charge. The physician revised the ipg and lead and the patient was reportedly doing fine.

Event description:
A report was received that the patient would undergo a revision due to difficulties charging and a knot near the lead anchor. The patient was experiencing pain after attempting to charge. The physician revised the ipg and lead and the patient was reportedly doing fine.